Event description:
It was reported that the patients ipg had migrated and was causing pain. Surgical intervention was undertaken on (B)(6) 2023, where the ipg was repositioned. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.